Event description:
It was reported to boston scientific corporation, that a percuflex plus ureteral stent was prepared for use in an unknown procedure. During preparation, the physician attempted to remove the suture manually, which caused the stent to tear. The procedure was completed with another percuflex stent and there were no patient complications. The patient condition was reported as "good".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The device history record review confirms that this device met all material, assembly, and performance specifications.